Event description:
Narrative: user facility reported: approximately 3.5cc of air was injected into a patient's pulmonary artery at the beginning of a coronary angiography. The high-pressure tubing was flushed of air, and then the catheter was connected to the high-pressure tubing, but the catheter was not flushed of air. When the physician opened the stopcock, the air residing in the catheter entered the patient's pulmonary artery. The patient experienced ventricular tachycardia. An intra-aortic balloon pump was used to treat the patient. Following the event, the patient was hospitalized in the ICU from (B) (6) (date of event) until (B) (6). On (B) (6), the patient was transferred to the hospital's general ward. The patient is reported to have since recovered. The physician stated the air injection was caused by the incomplete purging of air from the catheter before the angiographic procedure. (B) (4).

Manufacturer narrative:
On 03/27/2010, a service technician of acist's (B) (4) distributor visited the hospital. The distributor's service technician tested the acist angiographic contrast injection system, model cvi, and reported that there was no evidence of device malfunction. The disposable kits used during the event were tested under simulated use and passed functional testing. The distributor requested a copy of the cineangiogram of the event, but the hospital elected not to provide this item. There is no evidence of device malfunction based on the information provided by the distributor. Per the information provided by the hospital's physician, the cause of the event was due to an incomplete purge of air from the catheter during setup. The users manual for the acist angiographic contrast injection system, model cvi, instructs: before injecting, be sure to clear air from the entire patient kit and angiographic catheter. Acist's (B) (4) representative reviewed these instructions for use with the physician. This report is considered closed.